Event description:
It was reported that there was a presence of air bubbles in the reservoir. The blood glucose reading was 278 mg/dl. The customer was informed that if she was filling the reservoir with chilled insulin, this would be a leading cause of air bubbles. She stated that she was unaware of this. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.